Event description:
It was reported that where the water injection port turned in on itself while inserted into the stoma. No injury.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Three photos and one sample were received for evaluation. The photos showed the valve was not fully seated into pilot balloon. The sample in used conditions without original packaging. During visual inspection and functional testing, the sample was visually inspected under normal conditions of illumination and the samples were filled with 5cc of air according to the procedure to see if there was any functional problems. Since the valve was not fully seated into pilot balloon, leak testing could not be performed. The occurrence of this failure condition could be caused by bad assembly or not following the instructions. A customer complaint notification was made to production personnel to explain the importance to adhering to and following the manufacturing procedure.